Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, and an open y1 crystal oscillator on the bedside pca. The damage to the transistor and oscillator was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger was resetting.